Event description:
The atrial lead dislodged when home health care workers picked the patient up by his shoulders. The lead was repositioned and there was no other adverse events.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.